Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen while in use on a pt. The pt was not harmed of injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged malfunction. The unit passed extended self testing.